Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, possible atrial undersensing was occurring. Additionally, possible ventricular oversensing was noted on a stored episode occurring approximately 5 months earlier. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.